Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5440130, 510k # k102555 and (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review results: submitted image appears to show damaged threads.

Event description:
Pre-operative diagnosis for this procedure: kyphosis, lumbar spondylolisthesis levels implanted: t9/s2ai it was reported that the patient underwent an unspecified procedure. Post-op, the placed nut at right side became loose. Re-operation was performed for replacement. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: there were two set screws returned. The first screw, pli10 does not show atypical witness marks around the face of the set screw or atypical deformation to the node. It is possible that this set screw did not loosen till after pli20 backed out. The second screw, pli20 does have a witness mark around the node on the screw face. This witness mark is consistent with the rod not being fully reduced when the set screw is installed. This condition can cause the break off portion of the set screw to release before the rod is fully seated in the saddle. If information is provided in the future, a supplemental report will be issued.